Manufacturer narrative:
Evaluation: lens work order search. Results: a lens work order search was performed, and no similar complaint found.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in 2007 in the patient's left eye (os). The lens was explanted the next day, due to a problem with the patient. The lens was not exchanged for another lens. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent. This is the second of two lenses used on this patient. See MFR. Report # 2023826-2007-01838.